Event description:
It was reported that an roi-c implant fractured during insertion of the plate during an extension surgery, but that there was no patient or procedural impact and a different sized implant was available for use.

Manufacturer narrative:
Without a product return, no product evaluation is able to be conducted. Current information is insufficient to permit a valid conclusion about the cause of this event. If additional information is obtained that adds value to the relevant content of this report and/or a conclusion can be drawn, a follow-up report will be sent.